Event description:
It was reported that 4 guide wires were used consecutively, one right after the other, in an attempt to break through a totally occluded, proximal left anterior descending (lad) coronary artery lesion. The four guide wires included a whisper, two pilot, and a fielder xt. During use of the devices, it was noted that the entire circumflex coronary artery and lad became occluded with thrombus. Part of the thrombus traveled to the cerebral vasculature, resulting in a cerebral vascular accident (cva) and death. There was no additional information provided.

Manufacturer narrative:
(B)(4). Weight: estimated. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency. The two pilot and the fielder xt guide wires referenced are being filed under separate manufacturing report numbers.